Manufacturer narrative:
The local area field representative was contacted for additional information. No further information was available and records indicate this device remains in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that the patient implanted with this subcutaneous implantable cardioverter defibrillator (s-ICD) received an inappropriate shock due to t-wave oversensing. The shock induced ventricular fibrillation (vf) and a second shock successfully converted the patient. The device was reprogrammed to mitigate the oversensing and additional troubleshooting options were discussed. No adverse patient effects were reported.